Manufacturer narrative:
Manufacturer's report date: 12/24/2014. (B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they have had leaking between the maxplus connector and cadd pump tubing for about two months in the oncology outpatient infusion centers. The leaking typically occurs approximately 24-36 hours after initiation of the infusion. No pt harm or medical intervention was reported. No patient/event info was provided.